Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. A review of the manufacturing documentation found that all devices shipped from the batches conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.50 x 38 mm promus element¿ long drug-eluting stent was deployed to treat the lesion. However, following post-dilation, the physician noticed a proximal edge dissection in the distal part of the stent. A 3.00 x 24 mm promus element drug-eluting stent was then deployed proximal to the first stent in an overlapping manner to cover the edge dissection and the procedure was completed successfully. No further patient complications were reported.